Event description:
It was reported that this was a bilateral arteriotomy closure of both mildly calcified left and right common femoral arteries using the pre-close technique via a 5fr sheath hole prior to an interventional fenestrated endovascular aneurysm repair (evar) procedure. Reportedly, the suture would not hold and kept tearing through for 13 prostyle devices. The sheath was upsized to a 16fr sheath and fenestrated evar procedure was completed. The pre-close technique was abandoned and hemostasis was achieved via bilateral groin cutdown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.